Event description:
Prior to the procedure during preparation while the physician was inserting the guidewire into the microcatheter, the guidewire was broken in the middle section. The procedure was completed using a different device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was received in two pieces: the distal section measured 109cm and the proximal section measured 73.5cm. The separation occurred at the hypotube. Both pieces of the guidewire were further analyzed using scanning electron microscopy (sem). This revealed that the fracture surface exhibited elongated dimple ruptures, material cracking and propagation indicative of a bending action. Compression and tension zones were observed. No material anomalies were detected. The guidewire fracture was caused by a bending moment. From the information provided and the investigation results the separation of the guidewire was most likely related to the manner the device was handled. Therefore, a root cause of handling damage has been assigned to this event.

Event description:
Prior to the procedure during preparation while the physician was inserting the guidewire into the microcatheter, the guidewire was broken in the middle section. The procedure was completed using a different device. There was no clinical consequence to the patient.